Event description:
Nine years ago rec'd the christensen total joint bilaterally. Since feb. 2006, it has been getting more difficult to eat anything. Unable to open mouth. Bone growth from ramus to back of skull. Pain and headaches have since increased. Implanting surgeon will no longer see me, I'm scared!